Event description:
A medtronic rep reported that the universal drill guide (udg) stem is pulling away from the handle. This part was used with the stealthstation treon. There was no pt present.

Manufacturer narrative:
Device MFR date was unk as no lot number was provided. The device has not been returned to the MFR. A RMA was issued for the replacement of the part.